Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 98 mg/dl, 400 mg/dl and 403 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with control test strips. The reader powered on with insertion of test strip. Control solution testing was performed and all results were within range specification and no errors were observed during control solution testing. Sensor (B)(6) has also been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Therefore, it is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The sensor serial number listed was modified from (B)(6) when the product got returned. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 - serial no was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 98 mg/dl, 400 mg/dl and 403 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 98 mg/dl, 400 mg/dl and 403 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) was returned and investigated with control test strips. The reader powered on with insertion of test strip. Control solution testing was performed and all results were within range specification and no errors were observed during control solution testing. Sensor (B)(6) has also been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Therefore, it is not confirmed. No further investigation is required. This also serves as a correction report. Section h-1 (type of report) was incorrectly documented in the follow up #1 report. Section h-1 has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 98 mg/dl, 400 mg/dl and 403 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader and fs libre sensor were reviewed. The dhrs showed the fs libre reader and fs libre sensor passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.